Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in distribution node (dn). The cause for the open wire in the dn was the cable connecting the dn to the rear therapy electrode was pulled from the strain relief. The root cause for the pulled cable was excessive force. There is no indication the defective electrode belt caused or contributed to the patient's death. The patient was in asystole which is considered a non-treatable, non life sustaining rhythm.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt (B)(4) failed incoming testing. The device failure did not cause or contribute to the patient's death as the patient was in asystole which is considered a non-treatable, non life sustaining rhythm.